Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and hospitalization. Customer's blood glucose was over 300 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis and spent two days in the ICU. Customer advised the diabetic ketoacidosis they experienced may have resulted from preparation for a colonoscopy they received that same day. Customer advised they vomited and were dehydrated after the colonoscopy.